Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing and oversensing was noted on the right atrial (ra) lead on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.